Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation.

Event description:
To date, additional patient or event details were received which have been added in h11.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient experienced an event of infusion set kinked cannula on (B)(4) 2025. The event occurred in three or more hours after insertion. The insertion site was abdomen. The blood glucose level was 397 mg/dl. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.